Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the system control malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the system control. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
The pump starts when the processor is turned on. Pump levels are not accessible. The pump driver board ( new revision ) seems to be malfunctioning. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.